Manufacturer narrative:
This MDR report is part of the (B)(6), exemption number e2015055. Six devices were received for evaluation; 6 events of disassembly were confirmed during testing. Six devices were found to have fractured components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device disassembled. Three events had patient involvement; no patient impact. Three events had no patient involvement; no patient impact.